Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: the device was returned for analysis with the catheter and advancer connected. The guide wire was also returned. A visual examination revealed the annulus of the burr was blocked with dried saline. The burr was soaked in warm water in an attempt to unblock the annulus and attempt to wire the device. The saline was successfully removed. Microscopic examination of the burr observed the annulus was damaged and blocked by a piece of the guide wire. The catheter was detached from the advancer with no evidence of the wire at the handshake connection. A wire was attempted to be loaded through the burr annulus however this was unsuccessful due to the wire blocking the annulus. A wire was attempted to be loaded through the handshake connector of the catheter. The wire was able to track down through the coil however a resistance was met and the wire could not push out the broken wire from the annulus. The drive shaft was also found to be kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-05757. Reportable based on device analysis completed on (B)(4) 2014. It was reported that advancement difficulties were encountered. A 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 1.75mm rotalink¿ plus and a rotawire were selected for use. While attempting to advance the burr onto the guide wire, severe resistance was noted. No patient complications were reported and the patient's status is good. However, device analysis revealed that a fragment of the guide wire was lodged within the burr.